Event description:
Ous MDR. An insulation defect was reported after an implantation period of about 45 months. The x-ray showed a kink in the lead right behind the connector plug. When the device was removed, it could be seen that the insulation was completely severed behind the is-1 connector plug. The lead was explanted.

Manufacturer narrative:
Ous MDR. The x-ray examination of the lead showed a broken electrical line (outer conductor helix) in the area 2.3 cm distal of the connector plug pin. The analysis checked the mechanical and electrical properties of the lead. The analysis showed damage to the outer insulation by fraying in a spatially limited area just distal of the connector plug pin. The electrical conductor (outer conductor helix) was broken at this site. Furthermore, additional insulation damage and deformations of the outer conductor helix were detected proximal of the ligature. With high probability, this damage manifestation is the consequence of high local mechanical stress on the lead in the implanted state. The available x-ray images indicate especially excessive kinking of the lead body directly behind the is-1 connector plug. The characteristics of the insulation damage proximal of the ligature suggest pressure and friction at the housing of the generator or at other leads as friction partners.